Event description:
It was reported to boston scientific corporation that an endovive initial peg kit (upn is unknown) was used during a procedure (the exact date is unknown however reported to be approximately one year and a couple of months prior to report). According to the complainant, there is "some organism population", growth in peg tube. The growth is causing a blockage in the peg tube which does not allow the patient to use the tube to receive enteral nutrition. The peg tube was placed initially due to the patient being thin however the patient is currently able to get nutrition by mouth. This tube is still implanted. The peg tube will be exchanged however the date is unknown. The growth will be tested at the time of replacement.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.